Event description:
It was reported that a malfunction alarm with code malf 12 occurred, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer remotely since the customer did not have their pump and charging pad available. The pump was reset subsequently without recurrence of the malfunction code, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code recurs, and they understood the instructions.